Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in a 33-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cyst (treatment-partial hysterectomy) since 2014 and depression since (B)(6) 2016. Concomitant products included antidepressants (B)(6) 2016 to 2017 for depression. On (B)(6) 2005, the patient had essure (ess205) inserted. In january 2006, the patient experienced depression ("depression") and self-injurious ideation ("self harm"). In june 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycle /dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)") and fatigue ("fatigue"). In 2006, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)") with vaginal discharge. On an unknown date, the patient experienced abdominal pain ("abdominal pain /abdominal pain (2-3 per week)"), vaginal haemorrhage ("heavy vaginal bleeding") and mental disorder ("psychological or psychiatric problems"). The patient was treated with antibiotics and surgery (hysterectomy (removed during tubal reversal)). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the pelvic pain was resolving, the abdominal pain, vaginal haemorrhage, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, fatigue, depression and self-injurious ideation outcome was unknown and the dyspareunia, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, mental disorder, migraine, pelvic pain, self-injurious ideation, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she tolerated the procedure well. Diagnostic results: on (B)(6) 2010, tubal reversal. In july-2015 to december-2015, torn hip torn (procedure (2x)). In 2006, result: total bilateral occlusion essure was successfully inserted (physician told). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and device breakage ("dr said may have not fiully removed essure device, and remaining pain is related to partially remaining device") in a 33-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cyst (treatment-partial hysterectomy) since 2014 and depression since (B)(6) 2016. Concomitant products included antidepressants (B)(6) 2016 to 2017 for depression. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced depression ("depression") and self-injurious ideation ("self harm"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycle /dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)") and fatigue ("fatigue"). In 2006, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)") with vaginal discharge. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain /abdominal pain (2-3 per week)"), vaginal haemorrhage ("heavy vaginal bleeding") and mental disorder ("psychological or psychiatric problems"). The patient was treated with antibiotics, surgery (hysterectomy (removed during tubal reversal)) and surgery (hysteroctomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving, the device breakage, abdominal pain, vaginal haemorrhage, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, fatigue, depression and self-injurious ideation outcome was unknown and the dyspareunia, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, mental disorder, migraine, pelvic pain, self-injurious ideation, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she tolerated the procedure well. Diagnostic results: on (B)(6) 2010, tubal reversal. In (B)(6) 2015 to (B)(6) 2015, torn hip torn (procedure (2x)). In 2006, result: total bilateral occlusion essure was successfully inserted (physician told). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received. Event device breakage was added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (b)(64) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycle") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in a 33-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cyst (treatment-partial hysterectomy) since 2014 and depression since (B)(6) 2016. Concomitant products included antidepressants(B)(6)2016 to 2017 for depression. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced depression ("depression") and self-injurious ideation ("self harm"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycle /dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)") and fatigue ("fatigue"). In 2006, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)") with vaginal discharge. On an unknown date, the patient experienced abdominal pain ("abdominal pain /abdominal pain (2-3 per week)"), vaginal haemorrhage ("heavy vaginal bleeding") and mental disorder ("psychological or psychiatric problems"). The patient was treated with antibiotics and surgery (hysterectomy (removed during tubal reversal)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving, the abdominal pain, vaginal haemorrhage, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, fatigue, depression and self-injurious ideation outcome was unknown and the dyspareunia, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, mental disorder, migraine, pelvic pain, self-injurious ideation, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she tolerated the procedure well. Diagnostic results: on (B)(6) 2010, tubal reversal. In (B)(6) 2015 to (B)(6) 2015, torn hip torn (procedure (2x)). In 2006, result: total bilateral occlusion essure was successfully inserted (physician told). Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received. Reporter added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cyst (treatment-partial hysterectomy) since 2014 and depression since (B)(6) 2016. Concomitant products included antidepressants (B)(6) 2016 to 2017 for depression. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced depression ("depression") and self-injurious ideation ("self harm"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycle /dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)") and fatigue ("fatigue"). In 2006, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)") with vaginal discharge. On an unknown date, the patient experienced abdominal pain ("abdominal pain /abdominal pain (2-3 per week)"), vaginal haemorrhage ("heavy vaginal bleeding") and mental disorder ("psychological or psychiatric problems"). The patient was treated with antibiotics and surgery (hysterectomy (removed during tubal reversal)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving, the abdominal pain, vaginal haemorrhage, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, fatigue, depression and self-injurious ideation outcome was unknown and the dyspareunia, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, mental disorder, migraine, pelvic pain, self-injurious ideation, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results: on (B)(6) 2010, tubal reversal. In (B)(6) 2015 to (B)(6) 2015, torn hip torn (procedure (2x)). In 2006, result: total bilateral occlusion essure was successfully inserted (physician told). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event depression, self harm and treatment medication were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cyst (treatment-partial hysterectomy) since 2014 and depression since 21-jan-2016. Concomitant products included antidepressants 21-jan-2016 to 2017 for depression. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycle /dysmenorrhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain /abdominal pain (2-3 per week)"), vaginal haemorrhage ("heavy vaginal bleeding"), mental disorder ("psychological or psychiatric problems"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)") and headache ("migraines / headaches (event splitted for coding)"). The patient was treated with surgery (hysterectomy (removed during tubal reversal)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving, the abdominal pain, vaginal haemorrhage, mental disorder, bladder disorder, urinary tract disorder, migraine, headache and fatigue outcome was unknown and the dyspareunia, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, mental disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results: on (B)(6) 2010, tubal reversal. In july-2015 to december-2015, torn hip torn (procedure (2x)). In 2006, result: total bilateral occlusion. Essure was successfully inserted (physician told). Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received. Patient details, concomitant disease, concomitant drug and unstructured relevant tests were added. Infection (bladder/ urinary tract/vaginal), psychological or psychiatric problems, bladder or urinary problems or changes, migraines / headaches, fatigue and vaginal discharge were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and device breakage ("dr said may have not "fully" removed essure device, and remaining pain is related to partially remaining device") in a 33-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cyst (treatment-partial hysterectomy) since 2014 and depression since (B)(6) 2016. Concomitant products included antidepressants (B)(6) 2016 to 2017 for depression. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced depression ("depression") and self-injurious ideation ("self harm"). In 2006, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)") with vaginal discharge. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycle /dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain /abdominal pain (2-3 per week)"), vaginal haemorrhage ("heavy vaginal bleeding") and mental disorder ("psychological or psychiatric problems"). The patient was treated with antibiotics and surgery (hysterectomy (removed during tubal reversal) and "hysterectomy"). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving, the device breakage, abdominal pain, vaginal haemorrhage, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, fatigue, depression and self-injurious ideation outcome was unknown and the dyspareunia, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, mental disorder, migraine, pelvic pain, self-injurious ideation, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she tolerated the procedure well. Diagnostic results: on (B)(6) 2010, tubal reversal. In (B)(6) 2015 to (B)(6) 2015, torn hip torn (procedure (2x)). In 2006, result: total bilateral occlusion essure was successfully inserted (physician told). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-nov-2018: quality safety evaluation of ptc incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.